Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Transeptal access was completed and the 24mm closure device was deployed into the appendage with a single deployment. A post angiogram was completed, and a small contrast extravasation was noted on the imaging. Transesophageal echocardiography (tee) was asked to sweep for effusion. A small effusion noted on tee and was observed to be increasing in size. The patient vitals remained stable. Pericardiocentesis was performed to treat the effusion removing 120cc of blood. The patient was extubated and discharged the following day.